Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose. The blood glucose the time of incident was 52mg/dl. Customer experienced symptoms such as shaking, mental confusion and weakness. Customer was treated with food. Customer blood glucose at the time of call was 152mg/dl. Customer had been using the insulin pump system within 48 hours of reported low blood glucose event. Customer was using auto mode at the time of low blood glucose event. Troubleshooting was performed. The insulin pump will not be returned analysis.